Manufacturer narrative:
The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has exhibited increasing pacing impedance measurements that have eventually risen to above 2,000 ohms on the associated non-boston scientific right ventricular (rv) lead. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant confirmed the gradual increase in pacing impedance measurements have occurred over time; however, the pacing threshold measurements have remained stable and there is no evidence of noise. Additional troubleshooting and potential causes were discussed, including a lead integrity issue or changes in the lead tip to tissue interface. No adverse patient effects were reported, however, this patient is pacemaker dependent. The ventricular outputs were increased to ensure an adequate safety margin and the lead safety switch feature is on. The patient will continue to be seen through normal follow up visits.